Event description:
It was reported that the patient had a chronic wound infection that resulted in the explant of the entire system. No additional information at this time.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Infection is one of the potential risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation based on the IFU, therefore the conclusion is known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm.

Event description:
It was reported that the patient had a chronic wound infection that resulted in then explant of the entire system. No additional information at this time.